Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that due to mesh erosions, pain and infections, patient underwent mesh excision on (B)(6) 2011.

Manufacturer narrative:
It was reported that patient underwent revision of mesh on (B)(6) 2012 by dr. (B)(6) at (B)(6) health due to urinary retention. It was reported that patient underwent revision of mesh and lysis of adhesion by dr. (B)(6) at (B)(6) center due to recurrent vaginal prolapse with cystocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.